Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2025-000993. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the flexvision computer was faulty, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.